Event description:
It was reported that the anesthesia workstation's suction unit was leaking. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated by our field service engineer. The reported failure was confirmed and the suction assembly was replaced which solved the leakage. The suction assembly was not returned for investigation it was kept by the customer. According to our field service engineer, the measured suction pressure was, due to a leakage at the silencer, about -13 kpa when set to maximum vacuum. The intended use for the suction unit is to extract body fluids from the stomach and airways. Suction pressure is regulated by means of the on/off switch and the suction unit regulatory valve. Turning the regulatory valve counter-clockwise increases the suction flow. The vacuum gauge shows the current suction pressure. The specified range for the vacuum with the regulator in max position during suction are between - 60 kpa and - 90 kpa at a supply pressure ranging from 3.0 to 6.5 bar. In this case the maximum negative pressure created by the suction unit was outside the specified range for suction pressure. The cause of the reported failure cannot be determined without having the replaced suction assembly to investigate.